Event description:
A (B)(6) year old male pt underwent evar on (B)(6) 2014, with placement of a fenestrated stent graft and two spiral-z iliac leg grafts. At the conclusion of the procedure, a type iii endoleak was noted between the left renal fenestration and the atrium I cast covered stent used to stent the left renal artery. No secondary interventions have been reported. The pt has been discharged.

Manufacturer narrative:
Unk as investigation is still in progress.